Manufacturer narrative:
No product was returned and no photographs were provided therefore the complaint cannot be confirmed. It is unknown if a torque handle or hand tightening was utilized. The root cause is unknown but previous similar incidents identified either excessive torque and/or use fatigue failure and the result of an accumulation of physical field damage to be cause or contributing factors. It is unknown if the tip was retrieved from the patient but the stainless steel materials that were unretrieved in this event can be considered to exert very low toxicity potential and to pose negligible risk to the patient. No additional investigation required. Labeling review: "warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient..." "...do not implant the instruments: complications to the patient may include, but are not limited to: breakage of the device, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration. Breakage could cause injury to the patient..." "Pre-operative warnings: the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures. The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury. Care should be used during surgical procedures to prevent damage to the devices and injury to the patient..." "Intra-operative warnings: the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient. Over-bending, notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage. The physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted..." (B)(4).

Event description:
On april 25 2024 it was reported via medwatch ((B)(4)) form that on (B)(6) 2024 a patient underwent a posterior spinal fixation procedure. During the case the distal tip of a driver fractured off inside a set screw as the surgeon was attempting to tighten it. It is unknown whether the device tip was retrieved or left in situ and no additional case details could be obtained.

Event description:
Corrected information listed on section h10.

Manufacturer narrative:
Per request, this is a follow-up to 2031966-2024-00136 (MFR initial) to add related report number 0533020000-2024-8019 (user facility) to h10. Other changes listed on sections b4, d2, d6 g3, g6, and h2.